Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. (B)(4).

Event description:
It was reported that a female who underwent primary breast reconstruction surgery with a mentor memoryshape 685cc silicone prosthesis experienced left sided rupture post procedure. The patient had an accident and fell on (B)(6) 2020. Patient stated she fell face forward and extended her left arm in a attempt to catch herself, and she experienced pain, and swelling at the top of the breast. Patient mentioned that she has 3 bumps on the side of the left breast that are protruding. Patient consulted with the physician and the diagnosis is unknown per this report. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.